Manufacturer narrative:
Clinical review: there are no allegations that the death was related to a product issue. There is no objective evidence that a fresenius device or product issue caused or contributed to the reported death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis patient's daughter reported that the patient expired. During follow-up for a separate event (reported via a customer experience survey), it was reported this patient expired. No further information about the death is available despite several attempts to reach a nurse familiar with the patient. Currently, there are no reported allegations that the patient expired during a dialysis treatment with fresenius products. Nor have there been any allegations that the death was related to a product issue.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis patient's daughter reported that the patient expired. During follow-up for a separate event (reported via a customer experience survey), it was reported this patient expired. No further information about the death is available despite several attempts to reach a nurse familiar with the patient. Currently, there are no reported allegations that the patient expired during a dialysis treatment with fresenius products. Nor have there been any allegations that the death was related to a product issue.